Event description:
Patient admitted for a toe infection. Echo showed lead vegetation. Crtd system removed (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).